Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system on (B)(6) 2009 consisting of an ipg and paddle lead for bilateral leg and low back pain. It was reported that she recently lost (B)(6), and now feels a heating sensation at the ipg whenever her stimulation is on. Efforts to alleviate the reported discomfort through reprogramming have been unsuccessful. The physician plans to take x-rays of the pt's scs system for further interrogation. No surgical intervention is scheduled at this time.